Event description:
A customer contacted beckman coulter (bec) to report that a coulter lh 500 hematology analyzer was leaking fluid onto the counter top. The volume of the leak was reported as approximately 2ml. The customer was wearing personal protective equipment (ppe) including a gown and gloves at the time of the event. No injury or exposure was reported. The customer also reported that mchc [computed: mchc = (hgb x 100)/hct] was running low on controls (not on patient samples). Rbc, hgb and mcv [computed: mcv = (hct/rbc) x 10] were recovering close to the assigned values. No erroneous patient results were generated.

Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting over the phone and suggested the customer clean the bsv (blood sampling valve) and perform multiple apertures and the disinfect cycle. Cts then assisted the customer in checking for the leak which appeared to be coming from the needle cartridge assembly. The customer replaced the needle cartridge assembly which resolved the leak. A field service engineer (fse) went on-site to evaluate the instrument and ran reproducibility of 4 samples 10 times each. The unit was noted to be running with no leaks or low mchc incidents. The cause of the leak may be attributed to the needle cartridge assembly. (B)(4).